Event description:
It was reported that the ilrt user did not announce carbohydrate-containing snacks, which constituted an improper procedure and a use error related to the user interface. Symptoms included hyperglycemia peaking at 308 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, while a usage problem was identified; the issue was associated with a missed meal announcement rather than a device component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.